Event description:
It has been reported that an m61r power chair ran the end user into a sharp corner of a table. The end user's left arm was cut on the table and the chair has a slit. No medical intervention was sought.